Event description:
Pursuant to info received from the physician, the pt was bilaterally implanted with a combination gel/saline mammary prosthesis on 11/18/86. Subsequently, it was noted that the pt had developed capsular contracture and auto-immune symptoms.